Manufacturer narrative:
The insulin pump was received with crack on the battery tube threads and stripped battery cap coin slot. The insulin pump was received with no button response due to corroded keypad traces. There was no moisture damage inside the insulin pump. The basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level went as high as 547 mg/dl. Customer's blood glucose later went down to 90 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they did not deliver a bolus for lunch which resulted in high blood glucose levels. Customer advised they were pushed into the swimming pool which resulted in moisture damage. Customer advised they were unable to remove the battery cap off of the insulin pump and there was a crack near the battery compartment as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.